Manufacturer narrative:
This event involved two medical devices, therefore two manufacturer reports are being submitted. This report describes the second device. Manufacturer report number 9611385-2016-00008 describes the first device.

Event description:
On (B)(6) 2016, a dental professional informed 3m about a patient who required root canal. On (B)(6) 2015 the patient had a porcelain crown (non-3m brand) secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive. The root canal was performed on (B)(6) 2015.